Event description:
Prior to place the wire guide in the patient, the user attempted to insert the wire guide into the stent lumen but failed. It seemed the stent lumen was occluded/collapsed. Another product was used to complete the procedure. No patient health hazards. The sales rep's comment: it was a defective product. Additional information: what was the target location for the stent? The bile duct. Was the device at the centre of the complaint inspected for damage prior to use? Yes was the wire guide inspected for damage prior to use? Unknown. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. Did the patient require any additional procedures as a result of this event? Unknown. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Unknown. (If any damages were confirmed prior to use) was the package damaged? Unknown. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. Was resistance encountered when advancing the wire guide to the target location? Unknown. Was resistance encountered when advancing the introduction system in place to the target location? Unknown. Was the stricture dilated prior to placing the device? Unknown. Did any section of the device detach inside the endoscope or patient? No. Clarification was sought to determine if the kinks were present prior to the device return. On (B)(6) 2025 the clarification was: "according to the sale rep, the kinks are those mentioned 'collapsed' in the initial report, and due to these kinks, the gw could not pass the stent."

Manufacturer narrative:
Device evaluation 1 unit of zebd-5-7 of lot number c2274096 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 24 july 2025. The lab and lab attendance can be viewed in the ¿product return object (B)(4) info¿ section. On evaluation of the devices the following observations were made: visual inspection: stent returned with pigtail straightener in the correct orientation. Kinks observed on the 2nd and 4th portholes on the taper end pigtail curl. Kink marks observed on the pigtail curl of the non tapered end. Functional inspection: 0.035 inch wire guide does not pass the kinks. The reported failure was observed. Manufacturing records review: prior to distribution the devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: a review of the manufacturing records for the device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Instructions for use/label: the japanese packaging insert c-es0202 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: ¿remove this product from the package and inspect with particular attention to bends, kinks and breaks¿. As per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is no evidence to suggest that the customer did not follow the label image review. An image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. The kinks are those mentioned 'collapsed' in the initial report, and due to these kinks, the gw could not pass the stent. It¿s possible the kinks/damage occurred during transport or storage. Confirmation of complaint. Complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed qty of devices: 01 device confirmed used. Complaint is confirmed based on visual/functional inspection. Investigation findings conclude a definitive root cause could not be determined from the available information. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. The kinks are those mentioned 'collapsed' in the initial report, and due to these kinks, the gw could not pass the stent. It¿s possible the kinks/damage occurred during transport or storage. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: 1 unit of zebd-5-7 of lot number c2274096 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 24 july 2025. On evaluation of the devices the following observations were made: visual inspection: stent returned with pigtail straightener in the correct orientation. Kinks observed on the 2nd and 4th portholes on the taper end pigtail curl. Kink marks observed on the pigtail curl of the non tapered end. Functional inspection: 0.035 inch wire guide does not pass the kinks. The reported failure was observed. Photographic evidence was returned for evaluation. The review of the photo determined that kinks were present on the stent. Manufacturing records review: prior to distribution the devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: a review of the manufacturing records for the device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Instructions for use/label: the japanese packaging insert c-es0202 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: ¿remove this product from the package and inspect with particular attention to bends, kinks and breaks¿. As per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is no evidence to suggest that the customer did not follow the label image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. The kinks are those mentioned 'collapsed' in the initial report, and due to these kinks, the gw could not pass the stent. It¿s possible the kinks/damage occurred during transport or storage. Confirmation of complaint complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed qty of devices: 01 device confirmed used. Complaint is confirmed based on visual/functional inspection. Investigation findings conclude a definitive root cause could not be determined from the available information. A possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. The kinks are those mentioned 'collapsed' in the initial report, and due to these kinks, the gw could not pass the stent. It¿s possible the kinks/damage occurred during transport or storage according to the information provided, the patient did not experience any adverse effects due to this occurrence.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 05-sep-2025 no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.